Event description:
It was reported that patient presented to the clinic after receiving a patient notifier for extended charge time. Capacitor maintenances were performed, which resulted in two time-outs. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.